Event description:
Boston scientific crm received information that the field representative had requested a longevity estimate for this cardiac resynchronization therapy defibrillator (crt-d). Monitoring voltage data was unknown. This device was listed on the shortened replacement window (srw) advisory, originally communicated on april 5, 2007. Technical services (ts) discussed that without monitoring voltage information we are unable to determined if this device is exhibiting the advisory behavior therefore, recommended that this patient be followed on a monthly basis. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.